Event description:
It was reported, that on (B)(6) 2015, the femoral retractor, 26mm had been impacted into place during surgery and there may have been a piece of the retractor broken off in the pt.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this spec event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).